Event description:
Evaluation of the pump by animas revealed a damaged connection in the power circuit.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection in the power circuit.